Event description:
Country of complaint: (B)(6) complaint states: the size of the thread and needle is more different as the suture from ethicon. The amoring zone of ethicon is softer and smoother. Furthermore our needles are much thicker at the last third part. By the removal of the suture the thread getting stuck between plastic and paper at the package.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site eval: samples rec'd: 2 open race-packs. Analysis and results: there are no previous complaints of this code batch. There are (B)(4) units in OEM stock. Rec'd (B)(4) open samples one of them unused and the other (B)(4) used. Pull out of suture in the open and unused sample rec'd is correct and the current one. Suture has been pulled out without difficult and does not become tangled. Diameter result conducted on samples before releasing the product were 0.191 m in average and fulfilled the OEM requirements for this size and thread. The ratio needle-thread is the correct and the usual one for this article-code. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples rec'd fulfill the specs of the OEM, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product: not applicable. Corrective/preventive actions: not applicable.